Event description:
The 13mm amplatzer septal occluder (aso) was deployed in the patient, but was determined to be too small. During attempted retraction into the 7f amplatzer torqvue 45 delivery system (B) (4) sheath, the distal tip closed in on itself, which prevented the aso from being retracted. A snare was utilized around the waist of the aso and on the proximal hub to pull back into an 8f sheath. The aso was removed and replaced with a 10f hausdorf sheath and a 14mm aso. This event is reportable to the FDA since a snare was required to assist in the retrieval of the device.